Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated the device was removed on (B)(6) 2016 due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump serial number (B)(4) identified that there were reservoir access issues encountered in the lab during dispense testing, and residue was identified on the fill-port. Interrogation of the device revealed the pump was being used to deliver fentanyl and bupivacaine.

Event description:
The device was returned to the manufacturer on february 06, 2017 from a pathology unit/mortuary office. The reason for return/report was not provided. Additional information was received from a healthcare provider (hcp) at the mortuary office. However, the hcp stated their facility receives these devices for return to the manufacturer, often without knowledge of why the devices were removed. The hcp had no information regarding why this device was removed, and no information regarding the patient. It was unknown what drug, dose, dose concentration was being delivered by the implantable pump. The indication for use was non-malignant pain. Additional information was received from a healthcare provider (hcp) on march 24, 2017. The pump site became infected one week after implant, and the device was explanted on (B)(6) 2016 to resolve the issue. It was reported the issue was observed post-operatively. The patient experienced fever, and heat and redness around the incision. Regarding troubleshooting or diagnostics performed related to the issue, a blood test was performed. It was reported the issue resolved following pump removal, the patient was fine and would like another intrathecal pump implanted. Additional information was provided from the patient¿s medical record. The patient¿s preoperative diagnoses was listed as ¿infected intrathecal pump.¿ the patient had pus coming out of her incision site. She was admitted to the hospital and started on IV antibiotics with a plan to explant the pump. The patient¿s postoperative diagnosis was listed as ¿infected intrathecal pump.¿ both the pump and catheter were explanted on (B)(6) 2016 under general anesthesia. The patient stayed in the hospital for two days after the explant before she was discharged home. On (B)(6) 2016, the patient went in for a post-operative visit and presented with back pain. The (B)(6) 2016 visit was the patient¿s first visit after being discharged. At the time of the visit, the patient denied chills or fever, and experienced soreness in the pocket. The patient had not completed her oral antibiotics intact. The patient was depressed and wished the pump did not get infected. The patient wished to have a pump as soon as the infection stabilized. All 13 systems were reviewed and were within normal levels except those noted in the history of present illness. The patient was awake and oriented, no acute distress, vitals were normal, antalgic gait was normal, the surgical site was clean and dry, the staples were removed in both the pocket side and the backside. The plan was to continue tramadol for pain, and consider re-implanting in maybe three months. The patient was instructed to call the hcp for any observations, questions, or new symptoms; and continue antibiotics as recommended. Medical history: edema, hypertension, joint/knee pain, limb pain, lower back pain, osteoarthritis of hip and knee, pain syndrome-chronic, joint/shoulder pain, peripheral neuropathy, psychosocial factors contributing to chronic pain, sciatica, urinary tract infection, history of lower abdominal pain, history of gastric ulcer, history of herniated disc, history of pain of thigh, and allergies to codeine derivatives. Surgical history: history of arthroscopy right knee, history of right hip replacement, history of knee replacement. Medications: carisoprodol 350 mg orally, topiramate 50 mg orally, tramadol hcl 50 mg orally, cvs pain relief extra strength 500 mg orally, cyanocobalamin 1000 mcg/ml injection solution. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-apr-06. It was reported that regarding the infection, the wound was cultured, but the patient did not remember the strain. When the staples were removed after the pump was implanted the patient noticed blood and yellowish pus. The infection was considered resolved.